Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient was hospitalized with an massive infection after the device was removed. No further information could be obtained.